Event description:
It was reported to medtronic minimed that the customer received a courtesy call back and reported an insulin flow blocked (ifb) alarm. The event involved product(s) mmt-387a, mmt-332a, mmt-332a, mmt-1884. The customer reported blood glucose value of 400 mg/dl, and the hyperglycemic event was treated with manual injection. This was a current event at the time of the call. During troubleshooting, the customer was advised to disconnect from the site, remove the reservoir from the pump, and push insulin through the tubing with a plunger. Insulin exited the tubing, but there was greater than normal resistance, indicating the alarm was likely caused by a set/reservoir connection issue. The customer also reported high blood glucose (bg) but declined further troubleshooting for the high bg event. No further patient complications were reported. Mmt-387a, mmt-332a, mmt-332a, mmt-1884 no product replacement or return is required.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.